Manufacturer narrative:
Two samples were returned and evaluated. Both samples functioned properly. A review of the lot history records was unremarkable. No other complaints have been reported against this lot. Co attempted to simulate the reported problem and were only slightly successful at water level settings exceeding recommendations. Co is unable to determine the actual cause of the failure reported as both units functioned properly.

Event description:
Customer reports they have experienced one instance where the blue water overflowed into the collection chamber. 11-27 am, a physician thought there was a crack in the system because there was a constant air leak. The unit was replaced with a double seal cdu. No injury was reported.